Event description:
It was reported that during a sigma procedure, the device was difficult to remove. A minimal amount of tissue was resected with no consequence to the patient. The procedure was completed with a like device.